Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/17/2022, it was reported by an arthrex employee via email that an ar-1317ft nano corkscrew suture anchor broke along with the sutures, during insertion. A new product was used and case was completed without further issues. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The complaint is not confirmed. (1) unpackaged ar-1317ft suture anchor, nano corkscrew ft, ti, w 3-0 fw was received for evaluation. Visual inspection revealed that the anchor and suture were not included with the device. The stabilizing clip was engaged, indicating the anchor had been deployed. No apparent damage to the device was found. Without the anchor and suture returned, it is not possible to determine if a failure happened during insertion.